Manufacturer narrative:
Additional information: from the 11 events 7 were related to tip deformed and 2 for cartridge crack. Products have not been returned. Lot numbers of suspect products: cd02413, 1, cd10258 x 3, ce00072 x 2, cd12944, 1, unknown 1, cd00074, 1, ce01446, 1, cd07330, 1. 2 investigations were completed and all were found with tip deformed. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file all pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
6 investigation were completed from the period and breakdown is as follows: 3 no product returned; 3 tip deformed. The investigation concluded that products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
It was reported in the supplemental report that 6 investigations were completed, however the total number of investigation from the period are 8. As a result the amount of no product returned also changed from 3 to 5.